Event description:
The rear wheel of the walker came off while the walker was in use. The user did not fall and was not injured.

Manufacturer narrative:
The circlip that prevents the wheel from coming off was loose but undamaged behind the wheel cap. The wheel axles of the walker were according to spec. According to etac's customer, the wheels had not been changed. (B)(4).